Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had 2 foley catheters that deflated in one day. Per additional information received from the customer contact via phone on (B)(6) 2020, 1 foley catheter deflated and fell out of the patient. The complainant noted that there were no holes were noted and the catheter was in place for a little over a week. The user then replaced the catheter and the shaft inflated. The balloon was reportedly inflated with 10 cc sterile water.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " wire pressing technique¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had 2 foley catheters that deflated in one day. Per additional information received from the customer contact via phone on 09apr2020, 1 foley catheter deflated and fell out of the patient. The complainant noted that there were no holes were noted and the catheter was in place for a little over a week. The user then replaced the catheter and the shaft inflated. The balloon was reportedly inflated with 10cc sterile water.